Event description:
It was reported that pump displayed minimum fill notification while customer was attempting to load new cartridge, even though sufficient insulin remained in cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pneumatic tap area with alcohol wipe or lint-free cloth per technical support instructions, reloaded same cartridge, and successfully loaded cartridge and resumed insulin delivery, with no additional issues reported.